Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty converter and igniter. In addition, the front panel was flickering due to a faulty limit switch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera pro xenon light source fails to light up. The event occurred during reprocessing, prior to a diagnostic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the lamp did not light up because the converter and igniter failed. Also, an event in which the front panel flashes due to a failure of the limit switch was confirmed. Olympus will continue to monitor field performance for this device.